Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the device not releasing. A visual inspection as performed and showed the catheter was used in the field. The results of the investigation indicate that the user pulled on the sheath with too great of force which resulted in the breakage of the catheter. Since production of this lot of product the supplier has implemented an improved manufacturing process to produce a better balloon/sheath interaction. Since the introduction of the process the supplier has not received any complaints related to this issue. Smith & nephew will continue to monitor for trends. No further investigation is required. (B)(4).

Event description:
It was reported that during the case the doctor could not dilate the cervix and the device would not release and therefore the doctor stopped the procedure. No backup device was available. There was no report of patient injury or impact associated with this event.